Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: changed adverse event to 'yes' and date of death field changed to 'not applicable'. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor, the outer insulation was breached cut, the helix was distorted/bent and there was blood in/on the helix mechanism; apparent explant damage.

Event description:
It was reported that the ra lead had developed exit block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the ra lead had developed exit block and was subsequently reported to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.